Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the haptic was torn upon insertion. The reporter stated the surgeon is new with this and the incision made to insert it was too small. The lens was removed without any pt incident.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that the optic was torn and part of the lens was torn off with a haptic. There was a clear surgical residue on the lens.